Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient identifier not available from the site. Patient age not available from the site. Patient weight not available from the site. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision of 4 millimeters was observed in the frontal sinus posterior wall. It was reported that the imprecision was 3 millimeters at the posterior wall of the nasal feringial. Registration was re-performed without resolution. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.